Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, two curved openings and wear abrasion. A microscopic analysis and leak test were performed which identified two openings crease sharp and one opening striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: two openings crease sharp in the side posterior assessed as fold flaw opening. One opening striated in the side radius assessed as surgical damage.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.